Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-11359. It was reported that the leads were tested before an ipg replacement, and six contacts on one of the leads had high impedance. Multiple troubleshooting steps were taken, but were unable to resolve the issue. As a result, the lead with high impedance was replaced. Impedances are within normal range and therapy has been restored. It is unknown which lead had high impedance and has been explanted, therefore both leads are being reported on.